Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, an infrarenal aortic extension, and 3 limb extensions on (B)(6) 2013. On (B)(6) 2016, computed tomography angiogram (cta) showed the patient had a type 3b endoleak. On (B)(6) 2016, the physician elected to explant the devices and completed a aorta-bifem bypass graft procedure. Upon explant of the devices the physician observed a hole in the material of the bifurcated stent. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported type 3b endoleak. Additionally there was evidence to reasonably support the following observations; at implant, a left iliac tear and blood loss, treated by an urgent surgical intervention and at 38 months post initial implant multiple left lateral stent fractures to the main body. The clinical assessment was based on suboptimal medical records and suboptimal patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, patient anatomy, pre existing occlusion of the left femoral artery, and peripheral vascular disease.

Event description:
Through clinical review it was found at initial implant the patient had a left common iliac tear when the implant delivery system was removed from the patient. The patient was treated with an urgent surgical resection of the iliac artery, endarterectomy of the left common femoral artery, and blood transfusions (6 units). In addition to during this repair attempt, left extremity pulses were lost and the physician elected to complete a left popliteal thrombectomy/endarterectomy and left femoral popliteal artery bypass to resolve the issue.